Event description:
The brainlab starlock instrument adapter enables usage of pre-calibrated instruments or third-party instruments with the brainlab hip navigation system. It uses a bayonet-style connector to enable rapid attachment and removal of the tracking array to the instrument. At a hospital in (B)(6), it has been detected, that, after the cleaning procedure, the starlock instrument adapter corroded at the spring of the device. Brainlab investigation showed that for a specific batch of the starlock instrument adapter, an incorrect material was used for the spring of the adapter. Consequently, the biocompatibility of this specific part cannot be ensured. Further, the spring may not withstand the reprocessing procedures as described in the brainlab cleaning, disinfection and sterilization guide. Contact with water during cleaning may cause corrosion of the spring. If this corrosion is not detected by the user, and the device is used during surgery, corroded particles of the spring could, directly or indirectly, enter the pt's lesion. In that case a risk to pt health cannot be excluded. No injury of a pt has been reported to brainlab by any hospital regarding this effect.

Manufacturer narrative:
The issue has been detected at the hospital right after the cleaning procedure, before the device was clinically used. No injury of a pt has been reported to brainlab regarding this effect by this or any other hospital. However, if the corrosion is not detected by the user, and the device us used during surgery, corroded particles of the spring could, directly or indirectly, enter the pt's lesion. In that case a risk to pt health cannot be excluded. (B)(6). Brainlab intends the following corrective actions (concluded on (B)(4) 2013): existing potentially affected customers receive a product notification letter. Brainlab will actively provide a replacement hardware to correct this error. Tentative planned timeline for availability: (B)(4). Please note that there is no potentially affected customer located in the us. None of the articles from the potentially affected batch has been delivered to the us. However, the device is generally available in USA.